Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. The event history log was checked and it showed high alarms displayed for downstream occlusions. The pressure switch test was performed. The operator was unable to duplicate the customer's reported problem. The pump's pressure switch test was performed. The pressure switch was found to be activating properly within the pump's manufacturer specifications. It's recommended a downstream occlusion sensor to be replaced.

Event description:
It was reported that a smiths medical pump failed occlusion test. No adverse patient effects were reported.